Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. There was no adverse impact on the customer¿s blood glucose level.